Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact on the customer¿s blood glucose level. A one-time pump replacement was arranged, and the customer will use a backup insulin pump to maintain insulin delivery.